Manufacturer narrative:
No patient information provided as no patient was involved in this concern. Onsite functional and visual examination was performed by a manufacturer representative. The cable was returned and the issue was resolved. The system passed a system checkout and was returned to an operational condition. The cable was returned to the manufacturer. Function testing and a visual examination found that the component had been nicked but no internal wires were exposed. The cable passed all continuity test.

Event description:
Medtronic received information regarding a navigation device being used outside of a procedure. It was reported that the surgeon monitor cable was exposed. There was no patient present when this issue was observed.